Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4). Detachment of device or device component.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon was difficult to insert through the port and would not inflate. When the balloon was inspected after removal, a tear was noted in the balloon. The procedure took an additional 30 minutes while they retrieved the torn balloon and looked for a 5mm piece of plastic which was not found. It is unknown from where the piece of plastic came from. Another device was used to complete the procedure. There was no adverse event which occurred as the result of a delay in surgery. The device is expected to return for investigation. The current patient status is unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the obturator, locking collar and trocar balloon appeared intact. The dissector balloon was disengaged from the cannula. Pmv performed functional testing; the trocar balloon was inflated, no leaks were detected. The condition of the dissector balloon precludes functional testing. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.